Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter has an error1 issue. This complaint is classified according to the documentation of the customer care advocate. The patient's diabetes is managed with self adjusted insulin. The error 1 issue began a few days prior to contacting lfs. According to the patient, she was unable to obtain a blood glucose reading after the error 1 issue began. In addition, the patient reportedly had to estimate her sliding scale insulin regimen according to her feelings. She reported developed symptoms described as "sad and grumpy" at the time of concern. The error 1 was not resolved with training. The lfs products were replaced and requested back for investigation. This complaint is being reported due to the alleged error 1 issue. There was no evidence of a serious injury since the patient did not have any symptoms or required medical intervention.

Manufacturer narrative:
Follow-up # 1 ¿ (07/10/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 5/29/2013 and 7/2/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 1 message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.